Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, part broke off the tip of a force bipolar instrument. There was no reported injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations confirmed the customer-reported complaint. The instrument was found to have a broken grip tip that is completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.